Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01725.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted two smart coils into the target location using a non-penumbra microcatheter. Upon advancement of the third smart coil through its introducer sheath and into the hub of the microcatheter, the physician encountered some resistance. The further the physician advanced the smart coil, the stronger the resistance became. The smart coil was unable to advance past the middle of the microcatheter, therefore, the smart coil was removed. The physician then used another smart coil to continue the procedure, but reported that the same issue occurred. This smart coil was also removed. The procedure was completed using other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01725.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted two smart coils into the target location using a non-penumbra microcatheter. Upon advancement of the third smart coil from its introducer sheath into the hub of the microcatheter, the physician encountered strong resistance. This smart coil was then removed and was no longer used in the procedure. The physician then used another smart coil and reported that it became stuck. This smart coil was also removed and was no longer used in the procedure. The procedure was completed using other coils. No additional information is available.